Event description:
The baxter (B)(4) baxter field service technician serviced a colleague infusion pump for a battery issue on site. Baxter's review of the device event history determined a battery depleted alarm caused an interruption of delivery . No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device is currently in the process of being evaluated on site. A follow-up medwatch will be submitted when evaluation results become available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.